Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The clinical resource manager reported the event to a sales representative. The clinical resource manager stated that the fecal management system was not used on a patient. No additional event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Event description:
The clinical resource manager reported that a flexi-seal fecal management system signal kit had a balloon that would not inflate.